Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received stating that during removal of the device from use, the cannula broke off the administration set and remained in the patient's skin. An ultrasound was used to confirm the location of the cannula. No actions were taken to remove the cannula. No adverse effects to the patient were reported.